Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sinusitis ("sinus infection") and cough ("bad cough"). The patient was treated with antibiotics, promethazine, cough syrup plus neti pot and tea and surgery (scheduled to have a salpingectomy). Essure was removed. At the time of the report, the medical device removal, sinusitis and cough outcome was unknown. The reporter considered cough, medical device removal and sinusitis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: sinus infection, bad cough and medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.